Manufacturer narrative:
The device was returned for evaluation and visual observation shows regions of wear and abrasion to the implant surfaces. It is possible the wear occurred during the removal process or during normal use. Functional testing revealed all components appear to be functioning as expected and assemble normally. The exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from (B)(6) that a revision surgery was done due to a locking cap that had loosened post-operatively. 4 locking caps were removed and replaced.